Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, the tacks were able to be fired, and penetrate onto tissue normally but the device would not completely seat the tack into the tissue upon a complete cycle of the trigger. The tack would only come out a little bit. It failed to deliver the tack out of the cartridge and the cartridge cannot be removed from the handle. They opened another tacker to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The device was received with a preloaded fully fired 5dpt device loading unit (dlu). One partially applied 8dpt dlu with disrupted timing was received. No scratches were noted on the inner tube. Upon unloading the dlu, it was noted the 5dpt dlu had disrupted timing and scratches on the inner tube. The articulation knob functioned properly and the handle was able to be actuated with no dlu present. The returned 8dpt dlu was unable to be loaded onto the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.